Event description:
The customer reported that the system was getting a generator error and the x-ray was not possible. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep reported, battery power was depleted at high load. The battery pack was replaced. The system operates as intended.